Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the customer had high blood glucose for three days. Customer's blood glucose was 435 mg/dl. Customer mentioned to have sensor issues. Customer declined troubleshooting. Customer was advised the sensor will be replaced. Customer will not be returning the insulin pump for analysis.